Event description:
Four heli-fx endoanchors and an endurant ii stent graft system were implanted for the endovascular treatment of an 64.8mm abdominal aortic aneurysm as part of an anchor study. The endoanchors were implanted for a 4-10mm proximal neck. It is reported the patient returned for a CT where total occlusion of the left limb of the endograft and thrombosed left limb of the endovascular  graft was observed. The patient had rest pain and severe limiting claudication in the left. The physician carried out a fem-fem bypass and lower extremity arterial intervention on the (B)(6) 2021. The next day the patient was ambulating with strong peripheral pulses and the occlusion was resolved.  The site assessed the stent graft occlusion as unlikely related to the device and procedure. The sponsor has assessed the stent graft occlusion as not related to the device or procedure. No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
Concomitant medical products. Other relevant device(s) are: product ID: e tlw1620c156e, serial/lot #: (B)(4), ubd: 20-mar-2021, UDI#: (B)(4) ; product ID: etlw1620c93e, serial/lot #: (B)(4), ubd: 25-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received ; the occlusion extended into the external iliac artery from the left iliac limb. The stent graft that was occluded is unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.